Event description:
A (B)(6), male, pt, contacted zoll customer support to report that his battery charger/modem would not power on. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As received, the charger/modem would not power on. The cause for the inability to power on is a defective complex programmable logic device (cpld) 512 macrocell on the computer analog (ca) board. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective cpld. The pt received a replacement charger/modem.